Event description:
The customer reported to olympus, the high frequency unit "esg-400" displayed error code e433 (internal software or hardware error). The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the generator displayed error code e433 due to a faulty generator board. Furthermore, the following additional issues were identified during inspection: missing washer from the housing, minor scratches and dings on the housing, and monopolar handpiece not working due to faulty mother board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported error code e433 (internal software or hardware error) issue could not be determined, however, the issue was found to likely be the result of a faulty generator circuit board. The event can be detected/prevented by: - further use of the device is prevented by the system until the error has been corrected, as such, the user is required to check the function of all devices used prior to a procedure. - the instructions for use also state that a suitable replacement device must be provided during an application. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.